Event description:
It was reported that the caller had several alarms during use on the home choice (hc). The caller stated they were unsure what the alarms were at the time of the reported event. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review and service history review were completed with no issues noted related to the reported condition. The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed, no issues were found with the external inspection and an unrelated issue was found with the internal inspection. The pneumatic system was tested and found no issues. The reported issue could not be confirmed through an event history log review. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The reported condition could not be confirmed with the provided information. The device operated within the appropriate product specifications. Should additional relevant information become available, a supplemental report will be submitted.